Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy caused by a fracture of the right ventricular (rv) lead. It was noted that the rv lead had oversensing with noise episodes and an rv lead alert due to high sensing integrity counter. It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion due to excessive shocks to the patient. The lead was capped and replaced, and the device was explanted and replaced. No further patient complications have been reported as a result of this event.